Event description:
Customer reported via phone call, the back light feature was not working on the insulin pump. Customer does not recall blood glucose level at the time of event but did report having blood glucose of 130 mg/dl. Troubleshooting was performed and anomaly persisted. Customer states he whore the insulin pump in her bra and the battery icon was full. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the insulin pump for further analysis.

Manufacturer narrative:
The insulin pump had no black light due to faulty el panel. No cosmetic damage noted on the insulin pump.